Event description:
During an orthopedic surgery, the surgeon was using a stryker 1.5mm drill bit while attempting to drill a hole into the right calcaneus to prepare for a screw. The drill bit broke off and the surgeon was unable to retrieve it. As a result the drill bit broke off and served as a fixation device for the fracture.